Event description:
The nurse reported a system message displayed during the case. The system was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The communication cables were reseated. The system was then tested and met all product specifications. (B)(4).